Event description:
A baxter service tech reported finding a colleague infusion pump with an inoperative "stop" key on pump head module "a." This event occurred during product evaluation. There was no pt injury or medical intervention necessary. This pump contains unremediated user interface module master software version 5.04.00. No additional info is available.

Manufacturer narrative:
A baxter service tech reported finding a pump with an inoperative "stop" key on the pump head module "a." Inspection of the device by baxter revealed the condition was caused by a faulty channel "a" pump-head module keypad. The pump-head module keypad on channel "a" was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is being investigated.